Event description:
It was reported that the patient presented in-clinic after receiving the vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. A device download was successfully performed and device was restored to normal functionality. The patient was stable before, during and after the device interrogation and will continue to be monitored.